Event description:
It was reported that the device was used during an unknown procedure, the device misfired inside the body. The device worked fine outside the body. Another device was opened to completed the case and there was no patient consequence.